Event description:
The dentist reported that while trying to torque the screw down, the screw fractured. He reported the screw went down smoothly with the hand driver but when he started to torque, the head sheared off.

Manufacturer narrative:
The product has not returned, therefore unable to verify this reported incident. No conclusion can be drawn. The review of the device history record did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.